Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. No additional verbiage required here in relation to same/similar reporting but as usual populate as needed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported via webform an issue with the adc device. The customer was contacted and reported a high readings issue. The customer reported a sensor reading of 100 mg/dl, as compared to capillary result (unspecified device) of 32 mg/dl, and experienced seizure. The customer was treated with juice, sugar, and/or food by a third-party. There was no report of death or permanent impairment associated with this event.